Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 03/27/2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. The force sensor assembly was found to be damaged. During evaluation the pump was able to rewind, load and prime successfully. Correction/removal reporting number -2531779-03/24/2010-003-r.

Event description:
The pump has been returned and was evaluated by product analysis on 03/27/2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. The force sensor assembly was found to be damaged. This report is being made based on evaluation results.